Event description:
It was reported that the pulse generator was in backup vvi mode. The device was explanted and replaced on (B)(6) 2014 due to an elective replacement indicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis found normal battery depletion.